Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep performed a clean install by reformatting the hard drive and reloading the software. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed an x-rays disabled error message. No pt injury was reported.